Event description:
It was reported that the device was displaying a service icon and had a fault code in memory that indicates a potentially critical failure. There were no reports of patient use associated with this event.

Manufacturer narrative:
The customer indicated that they are unsure at this point whether they are going to repair the device or retire it. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA.